Event description:
As reported (B)(6) 2013, a customer reported they have had 3 patients experience a dvt approximately 5 days post procedure. The procedures were successfully completed with no reports of complications or device malfunctions. The patients were each successfully treated with xaralta. It was reported the patients were doing well and suffered no permanent harm or injury due to the event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.

Manufacturer narrative:
This medwatch report is not to report a device malfunction, but to report a patient outcome. It was reported that the unit (sn (B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date, the unit has yet to be returned. Attempts are being made to obtain the unit. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual, which is supplied to the user with this unit lists dvt as a potential adverse effect of the procedure. As reported, the patients suffered no permanent harm or injury due to the event. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).